Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred due to an obstruction in the speaker holes. Additionally, it was reported that the insulin gauge was inaccurate. Customer's blood glucose was 396 mg/dl. Reportedly, the customer loaded a new cartridge successfully and received an accurate fill estimate.